Event description:
As reported by the facility's risk mgmt associate, pt had a severe trauma in 2004 resulting in removal of devascularized bowel and repair of abdominal wall. A marlex mesh was implanted but was later replaced with a gore-tex cardiovascular patch (cvp) during a revision surgery in 2006. The cvp was removed three mos later because the pt continued to have poor wound healing, and cvp was found to be infected (culture on cvp-proteus mirabilis. Culture on peritoneal fluid-very few proteus mirabilis). The cvp was replaced with an alloderm patch during the revision surgery. Pt reportedly received long-term antibiotic therapy. Current pt status is unk.

Manufacturer narrative:
H6: a review of the sterilization paperwork has been conducted. The review of the sterilization paperwork verified that this lot met all pre-release specifications. Note: info from the user facility on 11/20/06 indicated that the gore-tex cardiovascular patch was implanted in a non-infected field. Instructions for use of the gore-tex cardiovascular patch indicate in the warnings section that the device is not for reconstructions of hernias, soft tissue deficiencies, passive biological membranes such as dura meter, pericardium, or peritoneum. The use of the gore-tex cardiovascular patch in this application was an off-label use of the device.